Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that the lead was manufactured and approved in accordance with all specification requirements during the final inspection. Upon reception, the fixation mechanism did not operate as expected ¿ the screw could not be retracted. Tissue residues were identified within the screw. After cleaning, the screw could be normally extended. Electrical testing confirmed that both inner and outer coil continuity were within specifications, and insulation between electrical lines was adequate across all lead sections (distal, lead body and proximal). Based on available data and the investigation results, a lead malfunction is not suspected. As reported, no lead dislodgement was observed. However, given that the event occurred only a few hours post-implantation and considering the reported difficulties with the screw during the procedure, inadequate lead fixation or micro-dislodgement cannot be excluded. It should be noted that no more than three attempts should be made to position the lead to ensure adequate function. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, during the implantation procedure, the physician prepared the lead. The sleeve was wet using a wet gauze and then advanced toward the tip of the lead. As a result, the inner component of the distal section of the lead became detached from the rest of the lead.

Event description:
Reportedly, during the implantation procedure, the physician prepared the lead. The sleeve was wet using a wet gauze and then advanced toward the tip of the lead. As a result, the inner component of the distal section of the lead became detached from the rest of the lead.